Event description:
Pen needles has bent during the injection process. Patient is unsure if the bending is happens when puncturing the skin or during the injections.

Event description:
Pen needles has bent during the injection process. Patient is unsure if the bending is happens when puncturing the skin or during the injections.